Manufacturer narrative:
Per tandem user guide: the t:slim x2 insulin pump is magnetic resonance (mr) unsafe. You must take off your t:slim x2 pump and leave it outside the procedure room if you are going to have any of the following procedures: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was wearing the pump during the CT scan and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.